Event description:
As reported by a field clinical specialist, a patient underwent a transaortic tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. The physician went with transaortic access due to poor femoral access. While deploying the valve, after full nominal volume given (delivery prepped with nominal volume), the balloon ruptured at the end of deployment. The physician was unable to remove the delivery system through the 14fr esheath so they cut the back of the delivery system removing the y-adapter, and then the outer sheath of the delivery system. The physician exchanged out the 14fr sheath for a 24fr 33mm non-edwards sheath and removed the delivery and sheath as one unit. They were able to remove without major bleeding complications. A 10mm x38 x120 non-edwards stent was placed in the carotid to cover a dissection.

Manufacturer narrative:
Investigation is ongoing. Not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risks - failure - balloon burst" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" were confirmed by the imagery provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "while deploying the valve, after full nominal volume given the balloon ruptured at the end of deployment." Per case notes, patient had significant amount of calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.